Event description:
Post physical therapy and rehabilitation session on an unknown date, it was reported that the patient was in extreme pain and had vastly decreased mobility. The physical therapist recommended that the patient return to visit the surgeon. The surgeon performed a revision surgery on (B)(6) 2013. During the procedure, the surgeon found and removed a 7cm portion of the guide wire. The surgeon determined that the guide wire broke inside the patient during the initial bone-patellar tendon-bone autograft anterior cruciate ligament (acl) repair on (B)(6) 2013, while inserting the softsilk screw. The surgeon was unaware of the breakage at the time of this initial procedure. The patient was reported to be okay after removal of the guide wire.

Manufacturer narrative:
(B)(4).